Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer tubing overlay has cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. (B)(4): the medial segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient developed (B)(6) device system endocarditis. The device and lead were removed and replaced two days later. No further patient complications have been reported as a result of this event.